Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to improper surgical technique. Further investigation has been initiated to prevent reoccurrence of the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2014. During the procedure, the impactor would not disengage from the acetabular cup. The acetabular cup was removed and replaced.